Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment for a left common iliac artery aneurysm (ciaa) using a gore® excluder® aaa endoprosthesis device, a gore® excluder® iliac branch endoprosthesis (ibe) device and gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). Reportedly, during the initial procedure, the digital subtraction angiography (dsa) identified a distal type I endoleak that originated from the gate of the left ibe. An 11mm x 59mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was deployed and expanded to 9mm and proximally flared to 14mm within the ibe gate. Despite the vbx device implantation, the dsa still showed a leak from the ibe. The 11mm x 59mm vbx device was extended proximally with an 11mm x 39mm vbx device and flared. The distal end shortened, and it was extended with a 9mm x 39mm vbx device. This resulted in improved outcomes, but a persistent endoleak was still observed on the dsa. The ibe gate was then re-ballooned with a 14x20 poba, and a 9x20 poba for the distal vbx devices with good results. Two 9mm x 39mm vbx devices were also implanted using a kissing stent technique in the common iliac arteries. The patient tolerated the initial procedure. On (B)(6) 2025, a new endoleak on the left side was observed. The cause of endoleak remains unknown. Per physician, there is no consensus if this is a distal type I endoleak. No aneurysm enlargement was noted. The plan is to perform a catheter directed angiogram to further assess the cause of the endoleak. Images are being evaluated to check if there is an option for reintervention. On (B)(6) 2025, internal imaging evaluation showed contrast outside the implanted devices does not appear to be at the distal end of devices implanted in the left hypogastric artery, thus ruling out a distal type I endoleak. The pooling contrast appears to begin at the level of the distal contralateral gate, and a possible type iiia endoleak. As of today, no intervention has been reported.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed all vbx device met pre-release specifications. H6 - code b20: all devices remain implanted and no intervention has been performed as of today. As it is unknown which vbx devices were implicated in the new endoleak, only one report is submitted. The two additional vbx devices are: lsn 26486477; catalog # bxa113902b; UDI #(B)(4), lsn 25409877; catalog #bxa093902b; UDI #(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.